Manufacturer narrative:
Evaluation summary: operative notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Evaluation: the part and lot numbers are unk; therefore, device history records could not be reviewed and compatibility could not be verified. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised due to pain, swelling and loosening.